Event description:
The customer reported the 6800 system display would not come on when the system was booted up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation and was unable to duplicate the problem. The printed circuit boards were reseated and the power supply was adjusted. The x-ray arm transport holder was ordered for the customer's biomed staff to install. The system was tested and operates as intended.